Event description:
The devices were implanted in 2004. Two months later, the facility's charge nurse informed the MFR's (MFR) vascular access specialist of the following: pt exhibited signs/symptoms at the nursing home where they currently reside, and were sent to the hosp for further evaluation. Blood cultures were drawn (date not specified), and showed positive. As a result, a medical decision was made to remove the valves 8 days later. No further details were provided at this time.